Event description:
This is report 2 of 2 for this complaint (B)(4).

Event description:
It was reported that during a case on a mandible fracture, the tangs of 2 different cruciform drivers broke while inserting a screw. All pieces were retrieved. The surgeon then used a self-retaining blade to complete the case with no further problems. Both cruciform drivers were from the matrix mandible set. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and one prong was broken off and the remaining prongs were strongly twisted clockwise. The fracture face was homogenous, which indicates material conformity. The twisted prongs are an indication that too much torque was applied onto this screwdriver and that finally a mechanical overload during a screw insertion caused this occurrence. The relevant dimensions could not be verified because of the damage. Therefore, this complaint is indeterminate from a manufacturing standpoint. A product development event evaluation was also performed. From a design perspective, the screw driver blades were designed to have a minimum failure torque of (B)(4). It is unknown which handle the screwdriver blades were being used with and what forces were being applied. Based on the information provided, the complaint is indeterminate from a product design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.